Manufacturer narrative:
(B)(4).

Event description:
It was reported that device interrogation revealed multiple automated mode switch episodes had occurred as a result of noise on the atrial lead. The noise could not be reproduced. A slight variation in capture threshold was noted as well. Device reprogramming was performed and the patient would be monitored.